Event description:
It was reported that the patient reported beeping tones from their device. Boston scientific technical services were contacted and concluded the beeping was an alert for out of range shock impedance (>125 ohms) from the right ventricular (rv) lead. It was recommended to perform in-clinic isometrics and defibrillation threshold testing (dft) to exclude lead impairment. At this time, the system remains implanted and in service. Information has been requested regarding the rv lead model and serial, but has not yet been received. The patient was stable with no adverse consequences.